Event description:
It was reported that during a pulsed field ablation procedure, leakage current was detected on "mapping system" message was displayed. The cable was replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012637890 was returned and analyzed. Visual inspection noted the catheter appeared to have a broken shaft at the distal end of the handle. The catheter was connected to a returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stuck due to kinked and entangled electrode wires in the shaft. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via the returned cic, and therapy deliveries were successfully performed. X-ray imaging confirmed the presence of kinked and entangled electrode wires in the shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the returned product inspection due to a broken shaft at the distal end of the handle and entangled and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.